Event description:
It was reported the patient¿s implantable neurostimulator (ins) was replaced due to ¿premature¿ battery depletion and a ¿short battery life.¿ it was stated the replacement resolved the issue. It was noted the patient was alive with no injury at the time of report. Additional information reported the reason for the patient¿s ins replacement ¿was not early battery depletion.¿ it was stated the patient had ¿experienced on-off effect of the stimulation.¿ it was noted that impedance testing performed by the patient¿s physician found impedances to be ¿ok.¿ it was reported that during the explant of the patient¿s device ¿they did not see problems regarding the connections from the lead to the extension or the extension to the ins.¿ it was stated the patient was ¿receiving effective therapy¿ fifteen days after initial report. It was noted the ins would be returned to the manufacturer. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).